Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary nurses were unable to remove medication. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jan-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to remove medication. A technical support specialist troubleshot the device and accessed the all-in-one (aio) server, identified missing ¿give amount,¿ advised the customer to resend the order with correct values, and confirmed the issue was resolved. The system functioned as intended after the technical support specialist diagnosed the device.